Event description:
Procedure: unknown. Reportedly, the tip of the radially expandable sleeve frayed with a piece falling into the surgical site. The procedure was converted from laparoscopic to open to retrieve the piece. The piece was retrieved. No pt injury reported.